Manufacturer narrative:
This report is being supplemented to provide a correction to b5 and h4 of the initial medwatch.

Event description:
The duodenovideoscope exhibited a gap in the adhesive area between hold ring and distal end and there is a foreign material in the gap.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. During the device inspection additionally was found foreign material present in the gap. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was. There was no damage to the area where the foreign material was detected. Additionally, the reprocessing was conducted in accordance with instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual evis exera tjf type 160vr operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera tjf type 160vr reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap in the adhesive area between hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.